Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of the heartmate 3 system controller (serial number: (B)(6) ) being unable to communicate with the system monitor was confirmed, as the issue was reproduced during evaluation of the returned product. The power cables of the controller were first replaced. Following this replacement, the controller communicated with the system monitor without issue. Log files were successfully downloaded, and the repaired controller then went on to pass each step of functional testing. Further analysis of the exchanged power cables revealed that one of the inner wires of the white cable was broken near the controller's strain relief. This wire pertained to transmission communication, which therefore resulted in the communication issues with the system monitor. The downloaded log file from the exchanged controller contained approximately 5 days of data (11mar2023 to 16mar2023 per timestamp). No atypical events were observed, and the pump maintained a speed above the low speed limit while the driveline was connected. The driveline was disconnected at 10:20:43 on 16mar2023, which is consistent with the controller¿s exchange. The root cause of the reported event was determined to be damage to the system controller¿s power cables; however, a cause for the damage could not be determined through this evaluation. Incidental findings: fluid ingress within the power cables. The heartmate 3 patient handbook, rev. D - section 2 ¿how your heart pump works¿- instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook, rev. D - section 6 "caring for the equipment¿-, describes how to care for and clean all equipment, including the heartmate 3 system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's white power lead was not communicating with the power module's display. The heartmate ii system controller was returned for examination. A review of the log files revealed no current data. The event log shows the pump was connected to controller hsc-100020 on (B)(6) 2023 at 1010. The serial number of the controller prior to the exchange is unknown.